Event description:
It was reported a patient's atrial lead presented with low p-waves and high capture. The lead was explanted and replaced in a procedure on (B)(6) 2021. Post-procedure the patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.